Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed the 500 mg/dl threshold. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.